Event description:
It was reported that a revision was performed for pain, further decompression, and infection. During the revision surgery, the closure top was found to have migrated out of one of the screws at left s1. Prior to the revision, the patient twisted and felt pain. The physician had to wire the construct to hold it together since the set screw backed out. There was a delay of 30 minutes during the revision surgery. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Device evaluation: product was not returned and photos and x-rays were not provided, so a device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown adverse events, patient factors or operational factors. DHR review lot numbers are not known, so DHR review could not be performed. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a revision was performed for pain, further decompression, and infection. During the revision surgery, the closure top was found to have migrated out of one of the screws at left s1. Prior to the revision, the patient twisted and felt pain. The physician had to wire the construct to hold it together since the set screw backed out. There was a delay of 30 minutes during the revision surgery. This is report two of two for this event.

Manufacturer narrative:
Reference reports 3012447612-2021-00198. Brand name: bottom loading poly screw assemblies unknown size or top loading poly screw assemblies unknown size. Catalog number: 07.02004.1xx or 07.02000.xxx. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a second revision surgery to treat discitis. The closure top was found to have loosened from the right s1 screw. The entire construct had to be removed due to the discitis, and no new implants were placed.